Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer¿s blood glucose level was 220 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised the air bubbles were larger than a ballpoint pen. Customer was advised to change out their infusion set. Customer was advised to prime the air bubbles from the tubing. Customer advised their fill cannula would not go above 4 units.